Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during set up, the small passive frame was difficult to get on and off the percutaneous (perc) pin. The site did not have difficulty seating the tap cap. There was no apparent damage to the passive frame post. There was no impact to patient's outcome and surgical delay was reported as 10-15 minutes. Additional information was received. It was reported that the event resolved once they switched to the airframe. The perc pin was placed in the patient when the issue was identified.